Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the main printed circuit board (pcb) was out of electrical specification. It was also noted that the battery contacts were compressed and the keyboard was scratched. (B)(4).

Manufacturer narrative:
Further analysis was performed on the main printed circuit board. Visual inspection revealed no anomalies. Bench analysis and console testing all passed. Conclusion: could not duplicate the functional test failure found during initial analysis of the device.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.